Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The physician noted that there were concerns overnight regarding a possible mini-stroke. A bolus of heparin was administered, and a CT scan was obtained. The patient was reported to be stable the following morning and underwent planned explantation of the impella 5.5 device. The patient subsequently expired.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Correction : section b5 was updated, where it was inadvertently reported in the initial report that patient expired. Section h1 : the report type was updated from death to serious injury.

Event description:
A 47 year old male was treated for an acute myocardial infarction with cardiogenic shock. An impella 5.5 was inserted and the patient successfully supported for a prolonged off-label duration of 30 days. In his last night of support, due to a suspected cerebrovascular event, a bolus of heparin was administered and a CT scan was performed. The patient did not show symptoms the next morning and the impella 5.5 was removed as previously planned. Without confirmation of stroke, the event will be conservatively coded to the impella 5.5 while the patient did not suffer any long term consequences. The outcome at explant was patient survived.